Manufacturer narrative:
Additional information: h6, h11 (additional information and investigation conclusion). Additional information was received indicating the patient is being monitored. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The device was implanted in the patient and is not available for return to the manufacturer. The investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
It was reported that the patient came in originally with a subarachnoid hemorrhage from a ruptured sidewall aneurysm. The first web embolization device was deployed but removed for unspecified reason. A second smaller size web device was then used and deployed but wouldn't detach when attempted; however, the device detached during push and pull maneuvering. Follow-up imaging 10-14 days post procedure showed the web had partially migrated into the mca and the patient experienced vasospasm. No mitigation was done and the web was left partially protruding into the mca and the physician did not attempt to snare out the device as clot had already formed and for fear of emboli break off. Vessel anatomy was possibly a factor. The web remains implanted in the patient. Current patient status was not provided.